Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. In the absence of device returned for analysis, a conclusive cause for the reported detachment of the plunger could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. D10, h3 - the device was initially reported as returning for analysis; however, the device was not returned.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation has not yet begun. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty procedure. Reportedly, no resistance was noted. The sheath was successfully connected at step 1; however, the blue plunger labeled with number 2 fell off the device and was separated into two pieces. There was no need to use the safety release mechanism nor access ports as there were no issues removing the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.